Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 600 mg/dl. The customer declined any troubleshooting on the insulin pump. The customer stated that the bolus wizard settings may not be correct, and she would speak with her medical doctor. Nothing further was reported.